Event description:
Customer's wife reported customer's insulin pump is not working correctly. Customer's blood glucose was over 600 mg/dl. He treated with a manual injection. Customer's wife stated the device does count up and it seems to get slow for no apparent reason. Customer's doctor had recently changed the settings. Customer was unable to troubleshoot. He was advised to call back later for troubleshooting and to speak to his doctor about the settings. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.